Event description:
It was reported that there was a volume discrepancy with the actual residual volume (arv) less than the expected residual volume (erv). On (B)(6) 2013 the arv was 1ml and the erv was 4.1ml; on (B)(6) 2013 the arv was 1ml and the erv was 4.1ml; on (B)(6) 2013 the arv was 1ml and the erv was 7.9ml. The healthcare provider (hcp) stated that there was always more than 20ml of medication in the syringe prior to refill and they fill that entire amount into the pump but can only program 20ml. The patient did not feel any symptoms change. The patient had a little increased soreness. The device system was used to deliver fentanyl, clonidine and marcaine. It was later reported that on (B)(6) 2013 the erv was 3.2ml and the arv was 3.5ml, on (B)(6) 2013 the erv was 1.5ml and the arv was 3.0ml, on (B)(6) 2013 the erv was 0ml and the arv was 0ml, on (B)(6) 2013 the erv was 1.9ml and the arv was 2ml, on (B)(6) 2013 the erv was 1.9ml and the arv was 2ml, and on (B)(6) 2013 the erv was 0ml and the arv was 0ml. Per the hcp, the ¿cocktail¿ was prepared with 23ml and the pump was filled with as much of the 23ml as possible. The next refill was scheduled for december. It was later reported that there were no symptoms. The hcp will continue to monitor volumes.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).